Manufacturer narrative:
No physical samples were returned to sol-millennium for evaluation; therefore, the investigation was conducted based on review of the provided images, batch record review, archived sample analysis, and risk assessment activities. Due to the absence of returned samples, it was not possible to conclusively determine the nature or exact origin of the reported foreign matter. In addition, based on the available photographs, it could not be determined with certainty whether the observed contamination was located externally on the syringe or within the administration area. All retained samples evaluated from the affected lot were found compliant with applicable product specification requirements, and the reported issue could not be reproduced under controlled assessment conditions. Enhanced training was also provided to operators and final inspectors, with strict adherence to hygiene practices reinforced to help prevent recurrence of foreign matter defects. As a precautionary measure, considering that the possibility of foreign matter being present within the administration area could not be excluded, the event was determined to be reportable and an MDR was submitted to FDA.

Event description:
Customer reported that they received the product with a foreign matter encased in the package.